Manufacturer narrative:
(B)(4).

Event description:
A patient reported via family member on (B)(6) 2016 stating that they were told their previous implantable neurostimulator was a "forever battery", and they were alleging premature battery depletion. The event date was stated as "a month or so prior to replacement". The caller refused to answer any more questions regarding this issue. No further information was available to determine the nature of depletion. The indications for use were spinal pain and chronic low back pain. A supplemental report will be submitted if additional information is received.